Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation of the screw driver shows that locking pin is broken. It is possible that the pin was not inserted correctly in the screw opening. In compliance with the operator technique the present screw driver is designed for centering the closing cap on the 3d head and to be confirmed finger to be tight. The loosening of the closing cap has to be followed by the use of a specific screw drive. This complaint cannot be concluded as product fault. The investigation determined this complaint to be indeterminate. (B)(6).

Event description:
The tip of the screwdriver is broken. This is 1 of 1 report for this complaint (B)(4).